Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus (B)(4) (oas). The evaluation by oas confirmed the device passed the leakage test and there was no irregularity in the channels and insertion section related to the event. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The instruction manual has already instructed in "inspection of the instrument channel" that "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end."

Event description:
Olympus was informed that during a therapeutic gastroscopy, tissue of a previous procedure patient came out of the distal end of the subject device and fell into the patient. There was no patient injury report related to this event.